Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic lobectomy, during stapling, the device did not fire. The surgeon was able to press the green button but was unable to squeeze the handle. Another handle from the same lot number and the same reload were used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic lobectomy, during stapling, the device did not fire. The surgeon was able to press the green button but was unable to squeeze the handle. Another stapler from the same lot number used to complete the case. There was no patient injury.